Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned high results for 3 patient samples tested for either elecsys ca 19-9 immunoassay (ca 19-9), elecsys ca 125 ii assay (ca 125 ii) or elecsys ca 15-3 ii assay) ca 15-3 ii on a cobas e 411 immunoassay analyzer. The customer provided discrepant results for 2 patient samples tested for either ca 19-9 or ca 125 ii. The customer did not provide any results for the patient tested for ca 15-3 ii. This medwatch will cover ca 19-9. Refer to medwatch with patient identifier (B)(6) for information on the ca 125 ii results. Patient 1 initial ca 19-9 result on the e411 analyzer was 54.63 u/ml. The sample was tested in an external laboratory by possibly the abbott method with a result of 27.9 u/ml. Patient 2 initial ca 125 ii result on the e411 analyzer was 43.22 u/ml. The sample was tested in an external laboratory by an unknown method with a result of 23.4 u/ml. The customer stated the results were repeatable on the e411 analyzer but no data was provided. The incorrect results were not reported outside of the laboratory. The customer thinks the lower results from the abbott and other unknown method are correct. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(6). The customer does not run qc on a daily basis, however qc results from the day of the event were ok. The reagent pack for ca 19-9 was first calibrated on (B)(6) 2018 and was used up to at least (B)(6) 2018. This is approximately 13 weeks. Product labeling states that after opening, the reagent is stable for a maximum of 8 weeks.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.